Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not obtained. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371ans, UDI: (B)(4), serial: (B)(6), batch: 8417495. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing a shocking sensation when moving their arm across their body. Surgical intervention was undertaken to replace both extensions. Effective therapy was established postoperatively and the patient has not received further uncomfortable stimulation. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371ans, UDI: (B)(4), serial: (B)(6), batch: 8417495.